Manufacturer narrative:
Other applicable components are: product ID: 3387-40, lot# 0206759409, implanted: (B)(6) 2013, explanted: (B)(6) 2017, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(6).

Event description:
Information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's disease. It was reported that the left brain lead was cracked and was responsible for some out-of-range impedances that were discovered. There were also therapy problems reported on the patient's left side. The diagnostic methods included the manufacturer representative (rep) offering to perform intra-operative impedance testing prior to the lead replacement. The impedance testing was declined as an x-ray was previously performed where the lead break was discovered. There were no known environmental / external / patient factors that may have led or contributed to the event. Following the lead replacement and reconnection of the new lead to the system, impedance testing was again performed but the impedances were not resolved. It was then discovered that the left extension had come loose from the implantable neurostimulator (ins) header. Reconnecting and fastening left extension to ins resolved the impedance problems.